Manufacturer narrative:
There is no connection that can be made at this time between the reported unspecified post-operative complications and any problem with the bard/davol device used to treat the patient. The patient's attorney did not allege a specific device failure or patient adverse event, and no medical records have been provided. Based on the limited information provided at this time, no conclusions can be made. No lot number has been provided; therefore a review of the manufacturing records is not possible at this time. Should additional information be provided a supplemental emdr will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned.

Event description:
The following was alleged by the patient's attorney: on (B)(6) 2015: the patient underwent surgery for implant of an unspecified bard/davol ventralex mesh. As reported, the attorney alleges a general claim "for past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained".

Event description:
The following was alleged by the patient's attorney: (B)(6) 2015: the patient underwent surgery for implant of an unspecified bard/davol ventralex mesh. As reported, the attorney alleges a general claim "for past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained". Addendum per additional information provided: (B)(6) 2015 - patient was diagnosed with umbilical hernia with incarcerated omentum thereby underwent open repair with ventralex mesh. Per operative notes, "the hernia sac was dissected down through the fascia. A bard ventralex mesh was placed in the defect and sutured." (B)(6) 2015 - patient was diagnosed with superficial abdominal wound infection thereby open repair. Per operative notes, "a minimal amount of purulent drainage was seen. Fluid collection noted around the mesh on imaging." (B)(6) 2015 - patient was diagnosed with infected umbilical hernia mesh thereby underwent open repair with removal of ventralex mesh. Per operative notes, "the mesh was identified. There was one abscess on each side. The entire mesh was removed in total and intact." Attorney alleged that the patient had abscess, fistulae, seroma, pain, drainage, wound vac and mesh excision and emotional injuries.

Manufacturer narrative:
There is no connection that can be made at this time between the reported unspecified post-operative complications and any problem with the bard/davol device used to treat the patient. The patient's attorney did not allege a specific device failure or patient adverse event, and no medical records have been provided. Based on the limited information provided at this time, no conclusions can be made. No lot number has been provided; therefore a review of the manufacturing records is not possible at this time. Addendum: h11: this supplemental emdr is submitted to document additional information provided and to correct the gender of the patient and date of implant. Based on the additional information received, there is no change to initial determination, no conclusions can be made. Per medical records review, about 1 month post implant of ventralex mesh, patient was diagnosed with abscess, infection, purulent discharge and abdominal pain thereby underwent repair with removal of mesh. The instructions-for-use supplied with the device lists infection and pain as possible complications. The warning section of the IFU states, "if an infection develops, treat the infection aggressively. Consideration should be given regarding the need to remove the mesh. An unresolved infection may require removal of the device". A review of the manufacturing records was performed and found that the lot was manufactured to specification. Updated fields: a2, a4, b2, b3, b4, b5, b6, b7, d4 (product catalog no, corporate lot no, UDI, expiry date), d.6b, e1, e3, g1, g3, g6, h2, h4, h6, h10, h11. Corrected fields: a3 (sex), d.6a (date of implant). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.